Event description:
It was reported the device failed accuracy (+8.35%) during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed missing top rear label and there was no damage. The reported complaint was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No problem found. No action taken.